Event description:
Caller reported potential false negative d-dimer on the triage sob profiler kit compared to the hospital. Pt with aortic dissection tested negative on the triage meter (specific value not provided) and positive in the hospital. See below for results. D-dimer result in hospital: >4,0mg/ml. Analyzer: roche cobash h 232. Cut off 0,10-0,50ug/ml. No pt info provided.

Manufacturer narrative:
Investigation pending.